Event description:
It was reported that the emergency room (ER) health care professional (hcp) wanted a verbal review of reports for this implantable cardioverter defibrillator (ICD). Technical services (ts) noted that this device oversensed noisy signals on the right atrial (ra) channel that resulted in an atrial tachy response (atr) episode. Ts also noted a shock appropriately treated a ventricular tachycardia (vt). Ts recommended cardiology evaluation. The device remains in use. No adverse patient effects were reported.